Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4), during an internal review on 22-jul-2021, it was noted that the imdrf code of analysis of production records (b14) was inadvertently left off on the initial report. Therefore, h6. Type of investigation field was updated.

Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30480143m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born in (B)(6) underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered ventricular fibrillation and expired. During a paroxysmal atrial fibrillation, after completing pulmonary vein isolation, and during demonstration of conduction block post-ablation, the patient goes into ventricular fibrillation. Arrhythmia cannot be reversed, and the patient died on (B)(6) 2021. No malfunction detected in any biosense webster, inc. (Bwi) equipment involved in the procedure. The physician¿s opinion on the cause of death was that it was patient condition related and no allegation against bwi material.